Event description:
Info received indicates the bed has no functions working.

Manufacturer narrative:
The technician found the fuses blown on the power control module (pcm). The technician replaced the pcm to repair the bed.